Manufacturer narrative:
E:(B)(6).

Event description:
Philips received a complaint reporting a check vent: battery failed error message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. The device did not meet specification for intended use. A philips authorized service provider (asp) evaluated the device and confirmed the reported issue during a preventative maintenance evaluation. As a result, the device failed functional testing. The asp determined replacement of the lithium-ion battery was required to resolve the issue, however, the customer declined further service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.